Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2013 - ppd received. Par/lot information has been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Event description:
Litigation alleges patient had pain, physical injury, bodily impairment and excessive levels of chromium and cobalt after asr hip implant.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 12/16/2014 sales rep reported revision surgery for the right hip. The patient was revised to address pain. Upon revision, a fluid collection 1 cm x 3 cm was noted. The stems and sleeves for both hips are being added for elevated metal ion levels.